Event description:
It was reported that high, out of range (>125 ohms) shock impedance was observed from this right ventricular (rv) lead. The physician suspected a lead conductor fracture, but at this time, this has not been confirmed as diagnostic imaging was not performed. It was indicated the overall patient health is not well and therefore the physician would like to avoid surgical intervention. Because all other measurements were in range, it was discussed to continue with close remote follow ups. The physician elected to reprogram the output of the device and continue with normal follow ups to resolve the event. At this time, the rv lead remains implanted and in service and no adverse patient consequences were reported.